Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows lead integrity alert on (B)(4) 2011. Also, sensing with oversensing of ventricular non-sustained tachycardia (nst) less than equal to 210 ms between (B)(4) 2011 and (B)(4) 2011. Interference/noise with ventricular short interval count (v-sic) equalling 37.4 counts avg/day, in 208.52 days, between (B)(4) 2011 and (B)(4) 2011.

Event description:
It was reported the remote monitoring transmission indicated a lead integrity alert triggered for the right ventricular (rv) lead due to an episode of non-sustained ventricular tachycardia/ventricular fibrillation which had a cycle length of 210 milliseconds. The rv lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.